Event description:
It was reported the implantable neurostimulator (ins) was depleted and a new ins was implanted. During the replacement the healthcare professional decided to not use a pocket adaptor and to change the extension. The patient¿s lead did not fit in the new extension so the lead and old extension were partially explanted and replaced. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found no significant anomaly. The body of the lead was cut through and the lead was segmented. The proximal end of the lead was not returned. Analysis of the extension found no significant anomaly. The body of the extension was cut through and the extension was segmented. The 5.3 cm distal segment of extension returned was electrically okay. A known good octad lead can be completely inserted into the extension without difficulty. Lead insertion testing into the extension connector indicated that it was within specification. The proximal end of the lead was not returned so the connection between the returned lead and extension could not be tested.

Manufacturer narrative:
Concomitant: product ID 3877, implanted: 2009-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 3877, implanted: 2009-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 37081, implanted: 2009-(B)(6), explanted: 2014-(B)(6), product type extension. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.